Event description:
It was reported that the patient underwent a procedure to treat a target lesion in the obtuse marginal artery. The 2.0 x 23 mm mini vision stent delivery system was prepared for use and no issues were noted. The mini vision stent delivery system was loaded onto the guide wire without difficulty and there was no difficulty noted during advancement. However, prior to entering the anatomy and before the device reached the introducer sheath, the stent was noted to come off the delivery system and remain on the guide wire. The stent delivery system and the dislodged stent were removed from the guide wire. A second mini vision stent delivery system was then used without issue. There was no adverse patient effect and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the stent dislodgement/dislocated was confirmed. It has been determined that a conclusive cause for the reported stent dislodgement cannot be determined. Based on visual analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.